Event description:
It was reported to medtronic minimed that the customer reported sensor updating, calibration not accepted, unexpected suspend, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-5100clx. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-5100clx was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Received 1 partial opened/used simplera, one simplera serter was not return and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Lost sensor alarm was not found along the ladder steps designated in (B)(4) section 5.8 (data corruption check, lost sensor check, time difference between ¿reconnected¿ and ¿redisconnect¿, rfsakefail check, sensor power reset, error state, voltage check, rflockout, batt-power) no communication anomalies found. Unit was able to download trace and termination result. First term reason: noise termination. First term reason descriptor: sensor experienced decreased signal to noise ratio. Sensor did not perform within specifications and this issue is confirmed. It is likely that the sensor contributed to the event. In conclusion: the customer complaint of loss sensor alert, or battery charging anomaly was not confirmed. However, the complaint of unexpected alert (cal error) was confirmed. Likely that the sensor contributed to the anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.